Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements. No other observations have been reported at this time. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient was evaluated in the clinic and during testing with isometrics the device returned a shock impedance measurement of 80 ohms in the triad configuration. The patient was to be further evaluated in the near future.